Event description:
The patient's family member reports, the patient has been experiencing increased spasticity in the last three months. The reported symptoms were thought to be unrelated to refills and there was no trauma. Despite repeated attempts, the manufacturer was unable to obtain additional information on this event.